Event description:
Customer's caregiver reported the advantage system gave blood glucose results of 458 mg/dl and 356 mg/dl, 1 hour later the customer was treated at a hospital for hypoglycemia. The customer was using expired strips, which is against manufacturer's labeling. A request was made for the return of the system and a replacement was sent.